Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and failure analysis did not replicate nor confirm the customer reported complaint. Additional observation not reported by site: the instrument was found to have charring and localized melting at the grip base between the grips.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the fenestrated bipolar forceps instrument could not be energized. The energy was coming and going. The problem remained unresolved after the replacement of the high frequency blue cable. There was no issue noted with any wires. A backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.